Event description:
In this case, it was reported that the patient had re-operation for a valve-in-valve procedure after an implant duration of 6 years and 2 months. Unfortunately, the reason for re-op was not provided. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. There have not been any allegations of a malfunction or deficiency related to the edwards device.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the re-operation was due to stenosis and pannus. Per tee findings, there is severe aortic stenosis and mild to moderate aortic regurgitation and there is pannus in the bioprosthetic valve. Per the op report, after balloon valvuloplasty was done, a 26 mm sapien edwards valve was placed (B)(4) through the (subject) prosthetic valve and this was done under both fluoroscopy and tee control. Under rapid pacing, the valve was deployed in excellent position, and the post tee showed no evidence of aortic insufficiency and no perivalvular leak. A post gradient was less than 5. A post aortogram was taken, which showed that there was no aortic insufficiency as well, and no dissection or tear in the iliacs; and it looked fine. The patient was transferred to the ICU in satisfactory condition. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the root cause of this event could not be investigated. Although the root cause cannot be investigated, the reported stenosis was likely due to the pannus found in the tee which causes the event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.

Manufacturer narrative:
Device not explanted; evaluation not possible. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the edwards device. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.